Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of loss of prime warning with zero force. On investigation, the pump was successfully exercised for 24 hours without the occurrence of loss of prime warning. The force sensor was evaluated and determined to be calibrated within the required specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of any of the pump¿s interior components. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.